Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that impedance anomaly and loss of capture was observed. Lead fracture was noted. Lead was capped and replaced. Patient condition was fine.

Event description:
Additional information received notes that the patient received inappropriate shocks prior to lead replacement.

Manufacturer narrative:
(B)(4).